Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump turned off after replace battery alarm. Customer's blood glucose value was 140 mg/dl. The customer was able to troubleshoot. Customer states they inserted new battery, insert battery alert received. Customer states they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer states the battery was not previously used and new battery did not resolve the issue. Customer states display returned after insulin pump restart. The customer did not continue with troubleshoot anymore the insulin pump was working as normal. The device will not be returned for analysis.